Event description:
During the implant procedure, the right atrial (ra) lead was twisted due to unspecified helix rotation issues. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were helix mechanism issue and the whole lead twisted. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue. The reported event of the whole lead twisted was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.